Manufacturer narrative:
Date of event: exact date unknown, event occurred two months ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7081658.

Event description:
It was reported that the patient was not getting an adequate pain relief and was feeling stimulation at the perineum due to lead migration confirmed through fluoroscopy. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted lead was not returned.